Event description:
Info received indicates, the brake is not holding. The technician attempted to adjust the brake, but it still will not hold.

Manufacturer narrative:
The technician replaced the brake/steer and brake casters to repair the bed.